Event description:
The customer received a blood glucose reading of 44 mg/dl on the contour next link, re-tested on a different meter and the reading was 184 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer had no strips left to return for evaluation. Replacement test strips and meter were sent to the customer